Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after approx 12 yrs implanted. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code is now inactive/obsolete. Depuy considers the investigation closed. Should additional info be received, the investigation will be reopened.